Event description:
The patient had a femur fracture. The surgeon noticed the problem checking the post op x-rays, then he brought back the patient into the theatre and revised the stem with a new one, cemented.

Manufacturer narrative:
The surgeon performed the primary surgery on the (B)(6) 2011: from the post-op x-rays, he noticed the fracture of the femur, so he brought back the patient into the theatre and changed the stem with a new cemented stem. The manufacturing documents (batch record) of the ha coated stem size 7 were reviewed: all the values were found to be in according with the specifications in force at the time of production. (B)(4). To date 8 stems were implanted and no other similar events were reported. There are no evidences that the fracture is device related; this injury is a known complication of total hip arthroplasty.